Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general),") in an adult female patient who had essure (batch no. 927927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and spotting between menses. Concurrent conditions included bleeding menstrual heavy and hematuria. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions/ hypersensitivity reaction"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), hypoaesthesia ("numbness"), menstrual disorder ("menstruation issues"), hormone level abnormal ("hormonal changes"), abdominal pain upper ("stomach pain"), anxiety ("anxiety attacks"), depression ("depression"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), weight increased ("weight gain") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypersensitivity, abdominal pain lower, vaginal haemorrhage, hypoaesthesia, menstrual disorder, menorrhagia, migraine and weight increased outcome was unknown and the genital haemorrhage, dyspareunia, back pain, hormone level abnormal, abdominal pain upper, anxiety, depression and urinary tract infection was resolving. The reporter considered abdominal pain lower, abdominal pain upper, anxiety, back pain, depression, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, hypoaesthesia, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure implant was placed on left side shows 5 coil and rights side shows 6 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: " dyspareunia, urinary tract infection, pelvic pain, menstrual disorder, vaginal bleeding ". Most recent follow-up information incorporated above includes: on 3-apr-2018: pfs received - new event hormonal changes, abnormal bleeding (general),, urinary tract infection, dyspareunia (painful sexual intercourse), back pain, stomach pain, anxiety attacks, depression, abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), were added. New reporter were added. Lot number and date of device removal were added. Historical and concomitant conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general),") in a 29-year-old female patient who had essure (batch no. 927927-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous, spotting between menses, gestational diabetes, multigravida and parity 4. Concurrent conditions included bleeding menstrual heavy and hematuria. Concomitant products included alprazolam (xanax) since 2012, buspirone since 2017 and esomeprazole since 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 11 months 23 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxiety attacks"), depression ("depression"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions/ hypersensitivity reaction"), abdominal pain lower ("cramping"), back pain ("back pain"), hypoaesthesia ("numbness"), menstrual disorder ("menstruation issues"), hormone level abnormal ("hormonal changes"), abdominal pain upper ("stomach pain"), migraine ("migraines") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, back pain, hormone level abnormal, abdominal pain upper, anxiety, depression and urinary tract infection was resolving and the hypersensitivity, abdominal pain lower, vaginal haemorrhage, hypoaesthesia, menstrual disorder, menorrhagia, migraine, weight increased and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, anxiety, back pain, depression, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, hypoaesthesia, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure implant was placed on left side shows 5 coil and rights side shows 6 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: " dyspareunia, urinary tract infection, pelvic pain, menstrual disorder, vaginal bleeding ". Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received event " vaginal discharge" was added. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general),") in a 29-year-old female patient who had essure (batch no. 927927-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, spotting between menses, gestational diabetes, multigravida and parity 4. Concurrent conditions included bleeding menstrual heavy and hematuria. Concomitant products included alprazolam (xanax) since 2012, buspirone since 2017 and esomeprazole since 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), 11 months 23 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxiety attacks"), depression ("depression"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions/ hypersensitivity reaction"), abdominal pain lower ("cramping"), back pain ("back pain"), hypoaesthesia ("numbness"), menstrual disorder ("menstruation issues"), abdominal pain upper ("stomach pain"), migraine ("migranes") and abdominal pain ("abdominal area pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, back pain, hormone level abnormal, abdominal pain upper, anxiety, depression and urinary tract infection was resolving and the hypersensitivity, abdominal pain lower, vaginal haemorrhage, hypoaesthesia, menstrual disorder, menorrhagia, migraine, weight increased, vaginal discharge and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, back pain, depression, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, hypoaesthesia, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure implant was placed on left side shows 5 coil and rights side shows 6 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: " dyspareunia, urinary tract infection, pelvic pain, menstrual disorder, vaginal bleeding ". Most recent follow-up information incorporated above includes: on 7-jan-2019: pfs received event abdominal pain was added. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general),") in an adult female patient who had essure (batch no. 927927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and spotting between menses. Concurrent conditions included bleeding menstrual heavy and hematuria. Concomitant products included alprazolam (xanax) since 2012, buspirone since 2017 and esomeprazole since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxiety attacks"), depression ("depression"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions/ hypersensitivity reaction"), abdominal pain lower ("cramping"), back pain ("back pain"), hypoaesthesia ("numbness"), menstrual disorder ("menstruation issues"), hormone level abnormal ("hormonal changes"), abdominal pain upper ("stomach pain"), migraine ("migranes") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, back pain, hormone level abnormal, abdominal pain upper, anxiety, depression and urinary tract infection was resolving and the hypersensitivity, abdominal pain lower, vaginal haemorrhage, hypoaesthesia, menstrual disorder, menorrhagia, migraine and weight increased outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, anxiety, back pain, depression, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, hypoaesthesia, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure implant was placed on left side shows 5 coil and rights side shows 6 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded . Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: " dyspareunia, urinary tract infection, pelvic pain, menstrual disorder, vaginal bleeding ". Most recent follow-up information incorporated above includes: on 5-jul-2018: pfs received. Concomitant drugs were added. Event pelvic pain outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general),") in an adult female patient who had essure (batch no. 927927-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and spotting between menses. Concurrent conditions included bleeding menstrual heavy and hematuria. Concomitant products included alprazolam (xanax) since 2012, buspirone since 2017 and esomeprazole since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxiety attacks"), depression ("depression"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions/ hypersensitivity reaction"), abdominal pain lower ("cramping"), back pain ("back pain"), hypoaesthesia ("numbness"), menstrual disorder ("menstruation issues"), hormone level abnormal ("hormonal changes"), abdominal pain upper ("stomach pain"), migraine ("migranes") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, back pain, hormone level abnormal, abdominal pain upper, anxiety, depression and urinary tract infection was resolving and the hypersensitivity, abdominal pain lower, vaginal haemorrhage, hypoaesthesia, menstrual disorder, menorrhagia, migraine and weight increased outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, anxiety, back pain, depression, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, hypoaesthesia, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure implant was placed on left side shows 5 coil and rights side shows 6 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: " dyspareunia, urinary tract infection, pelvic pain, menstrual disorder, vaginal bleeding ". Most recent follow-up information incorporated above includes: on 24-sep-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. 927927-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, spotting between menses, gestational diabetes, multigravida and parity 4. Concurrent conditions included bleeding menstrual heavy and hematuria. Concomitant products included alprazolam (xanax) since 2012, buspirone since 2017 and esomeprazole since 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), 11 months 23 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxiety attacks"), depression ("depression"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general),"), hypersensitivity ("allergic reactions/ hypersensitivity reaction"), abdominal pain lower ("cramping"), back pain ("back pain"), hypoaesthesia ("numbness"), menstrual disorder ("menstruation issues"), abdominal pain upper ("stomach pain"), migraine ("migranes") and abdominal pain ("abdominal area pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, vaginal haemorrhage, menorrhagia, urinary tract infection and vaginal discharge had resolved, the abdominal pain lower, hypoaesthesia, menstrual disorder, migraine, weight increased and abdominal pain outcome was unknown and the dyspareunia, back pain, hormone level abnormal, abdominal pain upper, anxiety and depression was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, back pain, depression, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, hypoaesthesia, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure implant was placed on left side shows 5 coil and rights side shows 6 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On (B)(6) 2011: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: " dyspareunia, urinary tract infection, pelvic pain, menstrual disorder, vaginal bleeding ". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: outcome for event pain,uti,genital hemorrhage updated from recovering resolving to recovered resolved and for allergic reaction, abnormal bleeding vaginal , menorrhagia, vaginal discharge from unknown to recovered resolved.seriousness criteria for event genital hemorrhage updated to non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.